Manufacturer narrative:
H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed a small amount of blood present on the outside of the dialyzer header area. The specific defect that allowed the leakage was not visible. Visual inspection of the actual sample blood connectors was performed, and no damage was noted. After product disinfection, functional leak testing was performed on both the blood and dialysate sides and no leakage was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the dialyzer header area of a revaclear 400 during hemodialysis therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.